Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that lvad system produced power elevations that were confirmed by log file analysis performed by the manufacturer's technical services representative. On (B)(6) 2016, it was reported that while there was no confirmation by imaging, the patient was admitted again with increased lvad flow estimation and decreased power levels. A heparin infusion was started for treatment, and the patient was awaiting a heart transplant. No additional information was provided.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support awaiting a heart transplant. The report of pump power elevation was confirmed based on the information contained in the submitted system controller log file, which contained data from (B)(6) 2016 to (B)(6) 2016. The data captured transient elevated pump power values up to 9.2 watts, which become more consistent in the 8-9 watts range beginning on (B)(6) 2016. The log file evaluation could not conclusively determine the specific cause for these events. No product was returned to the manufacturer for evaluation, and no further related events have been reported. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that physiological factors that affect the filling of the pump, such as hypovolemia, can result in reduced pump flows as long as the condition persists. This document states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.